Event description:
New information received notes that the lead was capped and replaced on 25feb2021. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited oversensing of noise leading to inappropriate automatic mode switch. No device intervention was performed. The patient was stable.